Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for additional testing. Additional information will be submitted upon 30 days of receipt.

Event description:
The patient was admitted for a procedure in 2007. The patient had an 80%, de novo lesion in the right coronary artery. The lesion was heavily calcified and tortuous and was 31mm in length. The lesion was pre-dilated and the physician attempted to cross the lesion with a 3.5 x 33mm cypher select plus stent. The stent did not cross the lesion. When he observed the screen, he noticed that the stent struts were uplifted. The struts were uplifted at the proximal end of the stent. Therefore, the stent delivery system was removed from the patient's body. There was no patient injury reported and the procedure was completed successfully.